Manufacturer narrative:
(B)(4). Without the return of the black substance, further analysis is not possible at this time. Eval: as returned there are no visible contaminants in the packaging. The product (outer box, outer tyvek package, and inner tyvek package) was returned for review with the inner tyvek package still sealed. The contents of the box were visually examined for debris but none were found. The product was initially examined at zimmer (B)(4) where they also did not find any foreign substances. The mfg records were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to spec. Since the returned product did not exhibit the alleged black substance, the material could not be analyzed.

Event description:
It was reported that the nurse found some tiny black foreign substance adhering on above mentioned screw when peeling the tyvec sheet of the inner plastic tray.